Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the connection screw tip broke off in the end of the blade. It was likely this occurred when the blade was being hammered in and the connection screw came loose. The tip of the connection screw could not be removed. This prevented the blade from being locked. A 6.5mm cancellous screw was place above the blade to provide anti-rotation. There was no reported harm to the patient. The procedure was delayed by ten minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.